Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms / insecure belt connection) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case and was detached from the j1001 connector. The cause of the gong alarms is the damaged receptacle and open connection. The root cause of the damaged receptacle and open connection is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and that the monitor would not secure the electrode belt connection.